Manufacturer narrative:
Patient information was not made available from the site. Device manufacturing date is unavailable. On 04/04/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Upgraded the software to cranial 3.0.1 proactively. - a medtronic representative, following-up at the site, report that this navigation system was used in a subsequent procedure, after this event, and had no issues with accuracy. - no further issues have been reported. - no parts have been received by manufacturer for analysis.

Event description:
A site representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy occurred. It was reported that their navigation system did not match with the location of the tumor on the patient axiem. In trouble-shooting, the navigation system and cranial 2.2.7 software and found no error with the navigation system. Noted was that the registration tracing did not cover the area of interest. The surgeon opted to discontinue the use of the navigation system and continued the procedure to completion. There was no delay of therapy. There was no impact on patient outcome reported.

Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
The inaccuracy was noticed prior to skin incision. The site rescanned the patient and then continued navigation.